Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#3006705815-2017-01711. It was reported one day post trial implant, the patient lost sensation and motor function in her legs. As a result, the patient called 911 and presented to the emergency room (ER) for further evaluation. Reportedly, an epidural hematoma was discovered from the thoracic to the lumbar lead location. In turn, surgical intervention was undertaken on (B)(6) wherein the hematoma was aspirated and the trial leads removed. Follow-up identified the patient was hospitalized for 10 days prior to discharge. Motor function has been restored.